Event description:
Medtronic received information that during loading of this 31mm transcatheter bioprosthetic valve, one or two clicking sounds were noted even though the valve was loaded slowly. During attempted deployment, the delivery catheter system (dcs) clicked continuously, the capsule would not retract and the valve could not be deployed. It was reported that tortuous patient anatomy may have contributed to the clicking. The dcs was replaced to complete the implant procedure with no adverse patient effects. The dcs will not be returned as it was discarded by the customer.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The customer discarded the device at the hospital. The device history review and investigation is still in process, once the review and investigation is complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned for analysis. It was not reported whether the troubleshooting attempts listed in the instructions for use were attempted. From the available information a conclusive cause for the deployment issue could not be determined, though patient anatomy may have contributed to higher forces in the system. A formal investigation has been initiated to further investigate for root cause(s) of reports of deployment issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.